Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced low vault with rotation. The lens exchanged for a longer length lens and the problem was resolved. Cause of the event was reported as patient related factor, "the patient has underdeveloped ciliary processes and is unable to stably support the ticl lens in a horizontal position. The ticl crystal rotates from horizontal state to a vertical state."

Manufacturer narrative:
Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).